Manufacturer narrative:
(B)(4). Lens was discarded. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens and upon injection, the lens went into an inverted position (went in upside down). The lens was removed during the same surgery, with no patient injury. The backup lens was implanted. The patient's post-op bcva was 20/20 and the patient is very happy with the results. The patient had some secondary edema but there were no pressure problems. The facility discarded the lens.

Manufacturer narrative:
(B)(4). Medical review - review of this file indicates that the icl was implanted upside down, removed during the same surgical procedure and a back up lens was implanted. Due to this event, secondary corneal edema was noted. Corneal edema is a fairly common complication after any intraocular surgery. The event is typically temporary in nature and is usually secondary to a prolonged surgery and customarily treated with steroidal drops post operatively. This event is trivial and temporary.conclusions - (no conclusion can be drawn): based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined.(B)(4).